Manufacturer narrative:
It was reported that, the sp02 sensor will take a while to initiate or refuse to do soentirely. We've also had reports that the probe doesn't light up/turn onat all, or the connector has to be reseated multiple times to get it to respond. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, the sp02 sensor will take a while to initiate or refuse to do soentirely. We've also had reports that the probe doesn't light up/turn onat all, or the connector has to be reseated multiple times to get it to respond.